Manufacturer narrative:
Reported event: probe failed to transmit current. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was opened after a procedure on (B)(6) 2014. According to the complainant, a gold probe was tested, however; it would not cauterize. Reportedly, no patient was involved when the event happened.